Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blanks screen at one point. The customer¿s blood glucose level was unknown. Customer states that the insulin pump had low battery. The customer was assisted with troubleshooting for low battery. The insulin pump will not be returned for analysis.